Manufacturer narrative:
The issue reported by the customer; the foreign material in the channel, was confirmed during the inspection by olympus korea repair (okr) center inspector. The foreign material in the channel was removed. This product will not be returned to the manufacture business center. Based on the results of the investigation, the root cause of the suggested event could not be concluded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that evis lucera elite gastrointestinal videoscope, there is foreign material(syringe tip) from the channel. The issue occurred during the preparation for use. The procedure was diagnostic and it was completed using a similar device. There were no reports of patient or user harm associated with this event.